Event description:
Information was received from a healthcare professional via manufacturer representative regarding a screw used in anterior cervical discectomy and fusion therapy. It was reported that the screw head broke off from the shaft upon insertion. The shank of the screw remained in the vertebral body, unable to back out once the head of the screw sheared off from the shank during implantation. It was a normal approach to placing screws. Awl was used to create pilot hole for the screw. This was the fifth screw going in of eight total. The head of the screw sheared off from the shank when advancing the screw through the screw hole in the plate and into the vertebral body. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
H3: product analysis of part # 7713518 ; lot # unknown visual and optical inspection confirmed the screw head has broken from the threaded shaft. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.